Event description:
It was reported that during a meniscal repair surgery, a fast fix´s t2 implant did not deploy, the meniscal suture was blocked. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual evaluation of the device showed it was returned in the original packaging with the batch number of the complaint on the label. The t1 was not returned. The suture and the t2 were returned. The t2 is still on the needle but pushed forward in the channel. The actuator is at the tip of the needle. The needle/overmold assembly is bent. A functional evaluation of the device showed that the deployment knob will push the actuator past the tip of the needle but it will not return past the tip, therefore will not cycle due to the bent needle. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include excessive side loading or an impact event to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.